Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's battery was shortened. Customer also reported that the insulin pump returned weak battery alerts when new batteries were inserted. The customer also reported that she received an off no power alert which was preceded by a low battery alert. Blood glucose level at the time of the incident was 436 mg/dl. The customer was shipped a replacement battery cap. The insulin pump was not replaced or returned for analysis.